Manufacturer narrative:
Visual inspection revealed no discrepancies. The product performed as specified. F1-14: has been filled in by the MFR. This is correctoed data not filed on original medwatch form. This event did not occur during a surgical procedure.

Event description:
The hosp reported the enhancement cement gun, was damaged. This event did not occur during a surgical procedure and was noticed pre-operatively. Therefore, there was no adverse consequence to any pt or surgical delay.